Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): a604940 - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. A451826 - 320-02-38 - rs expanded glenosphere 38mm, +4mm offset. A605772 - 320-10-00 - equinoxe reverse tray adapter plate tray +0. A506163 - 320-15-02 - rs glenoid plate sup aug, 10 deg. A487969 - 320-15-05 - eq rev locking screw. A566357 - 320-20-00 - eq reverse torque defining screw kit. A554534 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. A555132 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S445784 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S445354 - 20-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. A591310 - 320-38-00 - 145-deg pe 38mm hum liner +0. A481969 - 531-55-88 - ergo gps 3.2mm drill kit sterile. A442684 - 531-78-20 - shouldr gps hex pins kit.

Event description:
As reported, approximately 4 month post op initial right tsa, this 66 y/o male patient was revised. The patient was inexplicably dislocating after months of successful post op progress. Patient was last known to be in stable condition following the event. Product not returning - hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.